Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, it was difficult to cannulate the introducer. The physician removed it and used another introducer to complete the procedure.